Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reported no symptoms. However, the cgm displayed a reading of 48 mg/dl, prompting the patient to self-treat with sugar based on that reading. An ambulance was subsequently called. Upon arrival, emergency personnel measured the patient¿s blood glucose (bg) at 586 mg/dl, and the patient was transported to the hospital for further care and was hospitalized. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. Dexcom technical support made multiple attempts to follow up with the patient to gather additional details and clarify the incident, but was unable to establish contact. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.